Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a snowy image was shown along with a b30 error displayed when connecting an endoscope due to a defective output socket. In addition, faulty pc board, rear panel and air duct u damage were observed. The probable cause of the defects was due to normal wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 scope communication error. The event occurred during preparation for use, prior to a colonoscopy procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective output socket could not be determined. Olympus will continue to monitor field performance for this device.